Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2007 the patient underwent spinal fusion posterior lumbar l2-3 with rhbmp-2 and vitoss. Preoperative diagnosis: l2-3 herniated nucleus pulpous. On (B)(6) 2011, the patient underwent: l2-3 revision laminectomy. Lysis of adhesions; exploration of fusion mass. Removal of hardware; repair of pseudoarthrosis; revision fusion with allograft, rhbmp-2, allograft, and administration. Preoperative diagnosis: l2-3 previous laminectomy, fusion attempt complicated by non union. Preop notes: the wound was copiously irrigated and at this point we then started our laminectomy. Careful lysis of adhesions was carried out and we expanded the laminectomy defect wider. We were able to identify the nerve roots. We did note some scar tissue and some protrusion on the right side of l2-l3 level. Annulotomy was made and disc material was removed. We carried out discectomy but because of scar tissue and difficulty fully retracting the nerve root, I could not get enough space put the cage in, but I was to place allograft bone into the disc space after the endplates were curettaged. We packed as much as we could into the disc space, including some small strips of rhbmp-2 soaked and collagen sponge . Before screws were placed, I decorticated the fusion mass extending further laterally to the transverse processes of both l2 and l3 and laid down rhbmp-2 sponge wrapped around allograft strip and then laid additional corticocancellous chip allograft in the posterolateral space. We then placed the screws. Patient alleges unspecified injury due to the use of rhbmp-2.